Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was leakage found around the inflation site. Per additional information, the catheter was inserted into the patient at 3:30 pm, and the leakage was found on the inflation site between 4:00 to 5:00 pm. The catheter fell out of the patient's body around 9:00pm. The nurse then checked the catheter and found that the balloon did not rupture but the inflation site leaked. There were no missing pieces.

Manufacturer narrative:
Received 1 foley catheter for evaluation. The reported event was unconfirmed. The sample was evaluate and did not find any evidence of a failure that would support the reported event. Per the functional testing, the sample was inflated with air while submerged in water and noted no air bubbles leaking from the catheter. It was then inflated with 10ml of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected the rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of catheter difficult." (B)(4).

Event description:
It was reported that there was leakage found around the inflation site. Per additional information, the catheter was inserted into the patient at 3:30 pm, and the leakage was found on the inflation site between 4:00 to 5:00 pm. The catheter fell out of the patient's body around 9:00pm. The nurse then checked the catheter and found that the balloon did not rupture but the inflation site leaked. There were no missing pieces.